Event description:
Philips received a complaint regarding a v60 ventilator, where during unit setup the customer observed a non-resettable battery failure alarm on the device. The system displayed a battery failure indication despite the battery being fully charged and the battery light emitting diode (led) showing normal status. Error code 1124 (check vent: battery failed) was recorded in the event log. It was reported that there was no patient involvement at the time the issue was identified. Remote technical support confirmed the issue and identified that a non-philips battery had recently been installed in the device. Based on troubleshooting, the installed battery was determined to be incompatible with the installed 4th generation power management (pm) printed circuit board (pcba). The customer was advised to replace the battery with a compatible philips battery (pn 989805626941), and the customer acknowledged and agreed to obtain the correct part. Per the v60 manual: to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator. The investigation concludes that no further action is required at this time; however, the complaint file will be reopened if additional information becomes available.